Event description:
The lead was returned to the manufacturer, analyzed, and tested out of specification. The right atrial lead was attempted, not implanted. There was dried blood on the stylet which would not let it pass through the lead. A new lead was implanted and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and the proximal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual summary analysis of the lead indicated damage at implant.